Event description:
The stem removal handle was stripped, and surgeon could not thread the slap hammer in the handle. He was unable to remove the global stem, and left it in place. Surgery was delayed for one (1) hr.

Manufacturer narrative:
The slap hammer was not returned for eval. The impactor and three slap hammer adaptors were rec'd. All retuned instruments are heavily damaged from misuse and/or heavy usage. It is unk if the damage occurred during the surgery or may have been damaged before the surgery. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.